Event description:
It was reported that the patient presented in clinic due to a loss of bluetooth (ble) telemetry on the insertable cardiac monitor (icm). Upon interrogation, it was found that the icm was in backup operation and unable to be interrogated via ble. Despite restoration was attempted via programming change, an error message was displayed instead. It was then noted that the icm had migrated. No further intervention was performed. There were no patient consequences.